Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a zoom malfunction due to damage on the zoom charge-coupled device. As a result of this damage the zoom did not work smoothly. In addition, due to damage on the zoom lever, water tightness was lost. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the scope connector and scope connector cover was dirty due to insufficient cleaning or handling of the scope. It was observed that the objective lens and control unit had discoloration due to chemical stress caused by handling. It was also observed that the scope connector was peeled due to repeated abrasion. It was observed that the suction cylinder was shaved due to a handling issue. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that a flare occurred due to a scratch on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, scope connector cover unit, scope connector cover, scope connector, switch box, switch 1, lock engagement lever, lock engagement lever knob, up and down knob, right and left knob, control unit, connecting tube, protector of universal cord on the scope connector side, universal cord, image guide protector, flexibility adjustment ring and on the grip. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent solution, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lusera colonovideoscope had a ¿bad zoom.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), and to correct b5/d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "9 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The device is used daily and is inspected before use. Additionally, an endoscope reprocessor (oer-3/oer-4) is used for cleaning, disinfection, and sterilization.